Event description:
A nurse reported during an intraocular lens implant procedure, the lens was removed from the eye, due to the presence of mark in the central area of the lens. Additional information has been requested.

Manufacturer narrative:
Only the empty lens carton was returned with the packaging inserts. The lens case and peel pouch were not returned for evaluation. Product history records were reviewed and the documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified products were used. The root cause could not be determined for the reported complaint. The iol was not returned for an evaluation. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).